Event description:
The customer reported that the unit is not charging battery, no backup power. The customer reported that the unit was not in use on patient. The customer contacted product support and as per the customer's request, the battery was checked and verified for any issues. The authorized service personnel (asp) was not able to replicate reported issues. The asp reported that user error might have been the cause for this issue. As per the customer's request, a battery replacement will be ordered and replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) as per the customer's request, the battery was checked and verified for any issues. The (asp) was not able to replicate the reported issues, user error might have been the cause for this issue. As per the customer's request, a new battery was ordered and installed. Full performance verification test (pvt) performed.

Manufacturer narrative:
The battery was returned for failure analysis. There were no anomalies noted on the returned battery. During testing, the complaint was not verified. The returned battery passed all testing. There was no fault found.